Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument associated with this complaint and completed investigations. The instrument was found to have hairline cracks on grip input disk #6. Other backend components adjacent to the cracked inputs do not show damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cords on the long bipolar grasper are coming loose. The instrument seems to have an extra range of motion. The procedure was completing as planned with no reported injury.